Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported receiving multiple no delivery alarms. The blood glucose reading was 496mg/dl, and her glucose level was treated with a manual injection. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller to disconnect from the insulin pump and revert to back up plan. No further information was provided.